Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Section a4: patient weight is unknown further information was requested but not received.

Event description:
It was reported the ipg was unable to enter a bondable state. Trouble shooting was unable to solve the issue. Next course of action is undetermined at this time.

Manufacturer narrative:
Hi - changed to serious injury.

Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was replaced and reportedly therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event of ipg does not go into a bondable state was reported to abbott. Troubleshooting was attempted but issue persisted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.